Event description:
It was reported that the day following a spinal cord stimulator (scs) trial procedure, the patient experienced severe pain. The patient went to the emergency room and was administered medication. It was noted that the patient had multiple pulmonary embolisms. The physician removed the scs trial leads. The physician believes that the pulmonary embolisms are not related to the stimulator or the trial procedure. The patient was sent the patient to the intensive care unit (ICU) and it was noted that the patient had a blood clot in his spine as well and needed surgery. The patient has little feeling below the waist, however, does have slight feeling regained in his toes. The treating physicians s are hopeful that once the swelling goes down, the patient will regain full feeling of his lower extremities.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: 7247695.